Event description:
The product was used during a total gastrectomy procedure. Reportedly the suture broke. The surgeon used another instrument to complete the procedure. The hospital has reported no pt injury occurred.

Manufacturer narrative:
1/20/1998-supplemental report #1 submitted to FDA.